Manufacturer narrative:
The event of ¿infection (unknown onset)¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿breast capsule and severe breast pain and weakness".

Event description:
Patient reported right side "breast capsule and severe breast pain." Patient additionally reported "weakness, fungus in implant and it looked infected." The device has been explanted and replaced.